Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome. Treatment provided for these conditions include removal or revision surgery resulting from complications from mesh.

Manufacturer narrative:
Additional information received shows that this product event is a duplicate of another issue reported under regulatory report # 9615742-2018-01831. This file will be closed and all further updates processed under the above-referenced report. If information is provided in the future, a supplemental report will be issued.